Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by 5 hours. Additionally, the customer reported experiencing a low blood glucose level. No additional information was provided regarding the reported event. Although requested by tandem technical support, the customer did not respond to follow-up attempts.